Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used in the bile duct during the introduction of a polypectomy procedure performed on (B)(6) 2018. According to the complainant, during introduction, a foreign material (what appeared to be dust) was noted on the tip of the snare when it was opened. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found a foreign matter on the tip of the loop. The reported complaint that a foreign matter was found on the tip of the loop was confirmed. The most probable root cause of this complaint is manufacturing-execution error. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used in the bile duct during the introduction of a polypectomy procedure performed on (B)(6) 2018. According to the complainant, during introduction, a foreign material (what appeared to be dust) was noted on the tip of the snare when it was opened. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the of the procedure was reported to be stable.